Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin on the power module was confirmed. (B)(6) was evaluated by the european distribution center (edc). There was a broken ground pin on the vsm connector. The internal assembly cable was replaced which resolved the issue. After changing the battery, the system booted up as expected. A hypot test, preventive maintenance, and a safety test were performed. All old labels were cleaned and removed. The unit was returned to the rental pool. A root cause for the reported event was not conclusively determined through this analysis. Device history records were not available to be reviewed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate iii instructions for use (IFU), section 8-¿equipment storage and care¿, and heartmate iii patient handbook, section 6-¿caring for the equipment¿, explain how to properly care for all the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that during routine maintenance the technician recognized a broken pin in the socket on the power module that is designated for the system monitor cable.